Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Customer reports one patient with anti-d that only reacted with 2 cells on 0.8% resolve panel a lot vra296 using mts anti-igg card panel cells 3 and 11 reacted 1+, but panel cells 1,2,4 were negative. Account sent sample to a reference lab who identified anti-d. Patient not pregnant and has true anti-d. No harm came to the patient. Only d negative blood was selected for transfusion. Issue started on: (B)(6) 2018. Reported 3-9-18; frequency: one patient. Methodology used: manual gel. Incubation time (for manual test only): 15 minutes. Reaction grade obtained: 1+ or negative depending on the cell being tested. Customer was expecting: all d positive cells to be positive. Test repeated: not by reporting lab - just by reference lab. Result obtained by repeating: clear anti-d. Method used to repeat: manual gel. Qc data: daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Account did not try extending the incubation times. Account will do so in the future. Account requested one panel replaced with an alternate lot. Will order replacement if alternate lot is available.